Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, while assessing the tubing for a potential leak, the tubing became disconnected from a connection near the pump. The connection was quickly reattached before instructions could be provided advising against doing so. The patient inspected the cassette and tubing but did not identify any visible leakage from either component. The event occurred during an infusion at the patient's home. There was patient involvement; however, no harm was reported.